Event description:
It was reported that a balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form was noted upon second inflation at 6 atmospheres for 30 seconds. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.